Event description:
A malfunction alarm was reported with a pump categorized under malf 16-0x20e6. There was no reported impact to the customer's blood glucose level, and there was no information available regarding the blood glucose level at the time of the event. The customer was informed that the pump needed to be replaced, and a replacement pump was provided. The customer was instructed to return the problematic pump using a pre-paid label and box within 10 days, and they were given storage mode instructions for transport. The customer did not disclose what type of backup therapy would be used to ensure uninterrupted insulin delivery.